Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father was reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer was treated with manual injection. Troubleshooting was performed. Customer reports stop insulin delivery and cannula was bent. The product will not return for analysis.